Event description:
On (B)(6) 2012, the patient contacted animas alleging elevated blood glucose (bgs) due to recurring loss of prime warnings. The patient stated that on (B)(6) 2012, her bgs were over 500 mg/dl and she was vomiting and felt too weak to walk, and was disoriented upon arrival at the hospital. She reported that she was taken to the hospital and received a diagnosis of diabetic ketoacidosis. The patient was reportedly still in the hospital at the time of the call to animas customer support (cs). The patient's bg at the time of the call to cs was reportedly 287 mg/dl. The patient reported recurring loss of primes recently. A review of the pump history indicated multiple prime steps were completed from (B)(6) 2012 to the date of the reported incident. The pump history also indicated that boluses given from (B)(6) 2012 thru (B)(6) 2012 were delivered as programmed. While on the phone with cs, the patient was able to prime and complete an air bolus successfully using a new cartridge from a different box. The call was dropped and troubleshooting could not be completed. Customer support attempted to complete follow up with the patient without success. There has been no further reported incident and the pump is not being returned at this time. Recurring loss of prime warnings are not likely to cause an adverse event, because, the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. This complaint is being reported because, the patient reportedly experienced severe hyperglycemia while using insulin pump therapy. Because troubleshooting could not be completed, it is unclear what may have caused or contributed to the reported incident; however, use error with inappropriate response to appropriately emitted warnings may have been a cause or contributor to the reported bg excursion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that loss of prime warnings were not observed in the blackbox and force readings were observed to be normal. There was no data in the black box from the time of the reported loss of primes due to continued patient use. The daily insulin delivery totals correctly reflected the user's programmed basal rates. A rewind, load prime step was performed successfully with no alarms. A 29 hour flow accuracy test was performed and the pump passed flow accuracy test and was found to be delivering within the required specifications. A force sensor calibration test confirmed the sensor is detecting correct force.

Manufacturer narrative:
(B)(4)